Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. Evaluation summary (B)(4) no anomalies found.

Event description:
Asku

Event description:
It was reported that the implantable cardiac defibrillator and right ventricular lead have been removed due to infection. Through the follow-up process it was reported that the patient had "pneumonia, then a pocket infection and then sepsis". To date, no replacements have been implanted. No further patient complications have been reported as a result of this event.